Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) -year-old hispanic female patient who underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses had developed cutaneous contour deformities in both breasts. The patient reported moderate pain and a lump on her right side that feels like bubbles in the implant. The right breast lump feels like a blister. The patient can feel the edge of the left breast prosthesis which is causing her discomfort. In addition, the patient has a double bubble in her left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.